Event description:
A report was received that the patient developed an infection in an unknown location. It was also reported that the patient had difficulty charging the ipg.

Event description:
A report was received that the patient developed an infection in an unknown location. It was also reported that the patient had difficulty charging the ipg.

Manufacturer narrative:
Additional information was received that the patient had a urinary tract infection (uti) which was nondevice related. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned to bsn as it was kept by medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is only further relevant information from that review, a supplemented medwatch will be filed.